Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold. Please note: analysis determined that the first recorded instance of code 1003 occurred on (B)(6) 2019. As such, the event date has been modified from (B)(6) 2019 to (B)(6) 2019 accordingly.

Event description:
It was reported that this device declared a code 1003 prior to implant. Subsequently, the physician chose to use a different device. There was no patient involvement. Additional information: this device has been returned and analysis completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device declared a code 1003 prior to implant. Subsequently, the physician chose to use a different device. There was no patient involvement.